Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed a cut in the tubing. Functional testing was performed by spiking it into a 1000ml solution bag containing distilled water. The sample was then re-primed. This confirmed a leak in the tubing from a cut approximately 15 inches below the drip chamber. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked due to a rupture in the tubing. This occurred during priming. There was no patient involvement. No additional information is available.